Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was performed. The customer reported that the drive support cap was sticking out. The customer reported that the insulin pump was dropped. The insulin pump was returned for analysis.

Manufacturer narrative:
Compromised force sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Pump passed the displacement test. Unable to perform the prime test, occlusion test and no delivery test due to compromised force sensor alarm. Insulin pump was received with broken half of reservoir tube lip.